Manufacturer narrative:
Pump received with broken reservoir tube lip. The reservoir tube lip has been chewed up by a dog. Unable to insert a reservoir due to reservoir tube lip damage.

Event description:
Customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 160 mg/dl at the time of incident. The customer stated that the reservoir ring was damaged. Customer stated that the reservoir ring does lock in place when inserted in the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.